Event description:
The customer called in 2002 alleging that the meter would not power on. According to the documentation by ccr, the customer changed batteries and still the meter would not power on. The customer was seen in ER and held in ICU for one week. The meter had no power for approx 3 months. The customer explained that even with new batteries the meter would not power on. Approx three weeks ago, the customer mentioned that the customer "got sick, couldn't see or stand and was urinating a lot". While in ICU, the customer was treated with insulin. Lab results were taken upon the hour. Lab result was "517" (date and time unknown). The customer had a lab reading of "300" before being released from the hosp. The customer was told at the hosp that the customer had very high ketones. Glucophage medication was increased from 500 mg in the morning and evening to 750 mg in the morning and evening. The customer was placed on insulin, due to the lab results. The customer was not testing during the three months that the meter had no power. The customer did maintain taking medication during that time. No further info has been reported.